Manufacturer narrative:
Philips service recreated the database and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that image disk full required patient data deletion on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.